Event description:
It was reported that during a hemiorrhoidectomy procedure, the instrument did not staple completely. Insutrument stapled only the anterior part; on the other side the staples were only advancing but did not form; surgeon sutured. No further information is available.